Event description:
The user facility reported that during a patient procedure the surgical table would not move into the trendelenburg position when commanded to do so and the table movements became "jerky". The patient procedure was completed successfully and no injury was reported to either the patient or the hospital staff.

Manufacturer narrative:
A steris service technician inspected the table and found the hand control was not functioning properly. The technician replaced the hand control and placed the table back into service. The hand control is not available for evaluation as the user facility sent it to a third party for refurbishing. The surgical table is not under steris service contract and is currently maintained and serviced by the facility biomedical department. No further issues have been reported with the surgical table since the reported event.